Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection 3 months following an implant procedure. The patient was given IV antibiotics and the device was explanted. It was reported that the patient had excellent pain relief from the therapy but have had other procedures performed over the past few months. There was no report of further complication.